Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed pump to deliver a bolus and entered the intended bolus amount. However, it was too large and customer's blood glucose lowered (50 mg/dl). Carbohydrates were consumed to address bg. Tandem technical support recommended customer discuss event with their healthcare provider.